Event description:
Caller alleges receiving 6.6 on the inratio but the caller should have a normal inr result.

Manufacturer narrative:
Caller alleges receiving 6.6 on the inratio but the caller should have a normal inr result. Per update, rep found customer was using blue top tubes to acquire sample. Rep explained and reviewed proper technique. Rep also reviewed meters memory and found no result of 6.6, but did find 4 >7.5. For those result she verified that customer was using samples from a blue top. Customer did not follow user manual. Products misused. No further testing required.